Event description:
Reporter indicated that patient had passed away. It was also reported that patient had received significant benefit from the vns. The patient went into intractable status epilepticus with subsequent cardiac arrest in 2001. Patient required cardiac resuscitation en route to emergency room, then cardioversion for 45 minutes; subsequently became hypotensive and brain dead.